Event description:
It was reported that the user experienced recurrent pump management difficulties, including dexcom g7 calibration and connectivity issues that prevented readings, pairing failure, infusion set and sensor adhesion problems, frequent algorithm maladaptation due to incorrect meal announcements, and excessive insulin use, while using ilet with oral glucose as rescue therapy. Symptoms included episodes of high glucose above 400 mg/dl for hours with alerts and episodes of low glucose below 40 mg/dl for about an hour, without loss of consciousness or other acute symptoms. Outcomes included user self-management with carbohydrates and routine ER visits for monitoring without treatment or admission. Investigation included troubleshooting and user education. Investigation of this case revealed that high and low glucose events occurred in the context of cgm pairing/reading failures and adhesion issues, as well as user practices that interfered with automated dosing accuracy. It was concluded, based on previously established findings for similar reports, that the cause was use error and inadequate training compounded by cgm connectivity and adhesion issues.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.